Event description:
A customer reported difficulties charging their device due to the need to manually adjust the cable inside the usb port. There was no adverse impact to the customer¿s blood glucose level. The customer opted out of troubleshooting, and no further action was required by technical support at the time of the report.